Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Application support manager (asm) and field service specialist (fss) visited account on (B)(6) 2018. They gelled laser and check z-depth of laser. Also checked intacs/channel laser settings. Found laser is running efficiently and all settings were fine. Observed lasik cases to oversee flap clearance. Head surgeon reported that his flaps are fine. The laser was used off label as this patient had a pre-existing corneal scar from a lasik surgery. The use of the laser is contraindicated in the presence of corneal lesions. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Surgeon reported that patient had ring channel procedure done at 400 m depth but the cut didn¿t seem to be deep enough. Surgeon was able to insert rings but removed them. Patient to return to center in 3 weeks for manual dissection and reinsertion of channels. A site contact was present during the procedure and indicated it may have been the surgeon lifted right under the lasik flap instead.